Event description:
The pt was admitted for a procedure in 2008 with a 95% lesion in the mid to distal left anterior descending branch. The lesion was heavily calcified and the vessel was moderately tortuous. After pre-dilating the lesion, twice, with a balloon catheter, a 3.0 x 23 mm cypher stent was delivered to the target lesion. While inflating the stent delivery system to 14 atm, the balloon ruptured. Since the stent was already deployed at the lesion, post-dilation was conducted with a different balloon. The stent was successfully implanted and the procedure was completed. There was no pt injury reported.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the untied states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.